Event description:
Multiple instances of contaminants found inside sterile surgical packs from vendor (medline). Items were not used for surgery, but care was impacted. On (B)(6) 2024: a hair was found inside a sterile surgical pack and compromised the sterile field. Surgery was canceled based on the risk of infection introduced by this non-sterile item. Neurosurgery case.